Manufacturer narrative:
Concomitant medical products: 3058 ipg, implanted: (B)(6) 2015; 3889-28 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no implantable cardioverter defibrillator (ICD) alert tones were heard or the alert tones were not working when attempting to demonstrate the tones for the patient. The ICD remains in use. No patient complications have been reported as a result of this event.